Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Where in the green range was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Was the washer inspected? If so, please describe. Was audible and tactile feedback observed for confirmation of complete firing? What was the surgical intervention required? Was the staple line inspected? If so, what was the staple form? What is the current patient status?

Event description:
It was reported that during a colorectal procedure, per the surgeon who performed a functional end-to-end anastomosis device: all of the steps were followed correctly and it was the assistance of a qualified consultant surgeon that had prepared and fired the device, rather than a senior registrar. The firing sequence went as expected and each of the ¿doughnut rings¿ were checked. Upon inspection, the surgeon was satisfied that the device had done its job correctly after a leak test was performed. The device was then discarded within the sharps container. Five or six days later, the patient was readmitted for an anastomotic leak and further surgical intervention was required.